Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that during post-operation, the patient had complications of low volumes due to poor po intake requiring intravenous (IV) fluids. She has required IV fluids for low flow alarms, and high pulsatile index (pi) due to patient being dehydrated. On h5 patient was generally asymptomatic, however with low flow alarms on (B)(6) 2020 for which the patient received 500 cc IV ns bolus. The patient reported lvad low flow alarms go off every 1-2 min which continued despite ivfs. CT: intermittent impingement of anterior wall/anterior papillary muscular tissue onto the ostium of the inflow cannula. No thrombus or other obstructing process within the inflow cannula. No kinking, obstruction or significant thrombosis of outflow cannula, appearance unchanged from (B)(6) 2019. The patient¿s system controller was changed. No additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information reported that the low flow alarms resolved by changing the patient¿s primary controller with their back up controller and completing a software upgrade. Both assigned system controllers are working as intended. The patient¿s controller low flow alarm limit set to 2.0. Flows have been consistently 3.1-3.7 lpm when seen in clinic. There is no malposition or obstruction of the inflow or outflow cannula indicated on the patient¿s CT from 18may2020. The patient is stable at home and will be routinely monitored.

Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report number 2916596-2020-03827. Manufacturer's investigation conclusion: the reported low flow events could not be confirmed based as no log files were submitted for review. A specific cause for the low flow alarms could not conclusively be established through this investigation. The account communicated that the patient had complications of low volumes due to poor p.o. Intake requiring intravenous (IV) fluids. She required IV fluids for low flow alarms, and high pi due to dehydration. The patient was generally asymptomatic, however with low flow alarms on (B)(6) 2020 for which she received 500 cc IV ns bolus. She had lvad low flow alarms go off every 1-2 min which continued despite IV fluids. The patient had an imaging done which showed intermittent impingement of anterior wall/anterior papillary muscular tissue onto the ostium of the inflow cannula. There was no thrombus, malpositioning, or other obstructing process within the inflow cannula or outflow graft. The patient¿s vad settings were changed. The speed was decreased to 4600 rpm due to the low flow alarms. The low flow alarm limit was set to 2.0 lpm, which resolved the alarms. The patient was stable at home and the plan of care was to continue to monitor routinely. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU, rev. C is currently available. The heartmate 3 lvas IFU lists adverse events that may be associated with the use of heartmate 3 lvas. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 20sep2018. No further information was provided. The manufacturer is closing the file on this event.